Event description:
During a superficial femoral artery pta treatment procedure, the balloon of the ultra-thin sds balloon dilatation catheter separated from the shaft of the device. The patient was taken to surgery for removal of the retained portion.